Event description:
It was reported that the patient underwent a reverse total shoulder revision surgery. Subsequently, the patient experienced an infection. As a result, the patient was given antibiotics. No further patient impact reported. No further information available.